Manufacturer narrative:
Reference record (B)(4). Catalog number 062918-001 is the international list number which meets the requirements of the similar product listed, which is the us list number. The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Bezoar and ulceration are known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The physician referred that the internal traction due to a phytobezoar on the end of the pej caused a duodenal ulcer. On (B)(6) 2017, the peg/j was removed.